Event description:
It was reported that during an unknown procedure the patient was brought back due to small bowel leak. Doctor used a tlc stapler along with blue reloads during a small bowel case. The patient had a leak in post op, surgeon brought back to fix leak.

Manufacturer narrative:
(B)(4). Date sent 12/12/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the account like a call with ethicon? If yes, please provide 3 dates and times that the account would be able to have a call. Are the staplers being sent back from one patient or the multiple patients? Please know that each device used in each procedure needs it own separate product complaint number. Please let us know how many tlc75¿s were used in each patient. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4; batch # 141c10. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: after removing the instrument, examine the staple lines for hemostasis/pneumostasis and proper staple closure. Minor bleeding can be controlled with electrocautery, manual sutures or other appropriate techniques. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 141c10, and no non-conformances were identified. Additional information was requested and the following was received: are the staplers being sent back from one patient or the multiple patients? This is for one patient. Please know that each device used in each procedure needs it own separate product complaint number. Yes. As I receive complaints I report from the hospital, I report them individually. Please let us know how many tlc75¿s were used in each patient. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? Unknown. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Patient was brought back for a reoperation. Were there any issues experienced with the device in the initial surgical procedure? Unknown does the surgeon believe the device was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Unknown.